Event description:
Pt found in full arrest. He was hooked up to cardiac monitor. Monitor diagnosed rhythm as a shockable v-fib. The monitor started to cycle through charge, then quit. Pt went into asystole. The emts got the monitor to operate to a point where the pt's rhythm could be monitored but unit would not deliver a shock. This has occurred on at least 3 other occasions with the same model. Equipment has been previously returned to MFR, but MFR was unable to duplicate problem. Rptr feels this equipment is unreliable.